Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a hardware failure had occurred on all empty pockets in drawer 3.1, with the failure attributed to a duplicate address. A technical support specialist (tss) logged on to the station, log into windows as cfn admin and confirmed that application was not running. The tss extracted the es pmc hotfix package 1.0.2.4 files to a new firmware folder and launched installfirmwarefiles.bat. To resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had a hardware failure affecting all empty pockets in drawer 3.1 with the reason listed as duplicate address. Upon checking the server, all the empty pockets were duplicated six times (6 pockets of 3.1 a1 and 6 pockets of 3.1 a2). The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.